Event description:
It was reported that the patient and spouse attempted a factory reset and experienced difficulty completing ilet setup when the device displayed a ¿press and hold¿ screen with drops visible but the user could not select yes; an agent guided a restart through the ilet mobile app and then completed setup as intended, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component, and the medical device problem was not further characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established.